Event description:
The patient underwent laparoscopic surgery with the insertion of a jejunostomy tube and a sub q port insertion. Five days after the laparoscopic surgery, the patient returned to surgery for an exploratory laparotomy and incisional hernia repair. During the procedure, it was found that all the sutures were broken from the first surgery. The suture was used for a 3 inch incision and the breakage was not where they were tied, but every stitch was broken. The sutures were used for closing the peritoneum and fascia.